Manufacturer narrative:
Complaint cannot be confirmed. The eyelet and anchor returned, even though deformed and damaged, were found to meet dimensional and material specifications. The damage was most likely caused by tooling during the removal of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was received but the evaluation has not yet begun. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a lunate-scaphoid complete tear repair procedure on (B)(6) 2018 when an arthrex device was used to repair a ligament tear in his left wrist. Holes were drilled into his wrist bones and one in the radius. According to the patient the procedure failed and he now has to undergo another surgery to remove the devices and his wrist bones. Patient further states that a CT scan showed degradation of the holes drilled for the athrex implant. The second surgery will take place on (B)(6) 2019. The patient believes it would be beneficial to have a representative present during surgery to determine post op on why the initial operation had issue. Additional information obtained 1/18/2019: upon request for additional information the patient responded that he was just giving arthrex a heads up about his situation but does not want to go through the effort to obtain/provide the information/documents that arthrex has requested. He will ask his current surgeon to provide his opinion upon revision taking place and will let arthrex know the outcome. No part numbers have been provided to date from the original procedure. Additional information obtained 1/22/2019: revision procedure will take place on (B)(6) 2019 at a different facility than the original procedure. Additional information obtained (B)(4) 2019": the following are the part numbers that were implanted during the original (B)(6) 2018 procedure: ar-8978p, dx swivelock sl, (lot f201171) qty 1; ar-8978p, dx swivelock sl, (lot 10185859) qty 3; ar-7276, labraltape, (lot s705658) qty 1; ar-7232-02, 2-0 fiberwire loop, (lot 17901) qty 1. The patient underwent a revision procedure on (B)(6) 2019 during which time the original devices were explanted. During the revision the surgeon removed the proximal row of bones and inserted an allograft. One anchor is being returned for evaluation and the second anchor was sent to facility lab for testing. Results are unknown at this time.